Manufacturer narrative:
(B)(4) - balloon burst. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp, that a cre esophageal/colonic wireguided balloon dilation catheter was used for a colonic dilation. Per the complainant, during the procedure, the balloon ruptured. Rupture occurred while inside the pt. The physician noted there was an exposed surgical staple line. The balloon ruptured on a staple. The staple caused a hole in the balloon. No residual balloon pieces needed to be retrieved. This procedure was completed with another cre esophageal/colonic wireguided balloon dilatation catheter, making sure to avoid the staples. There have been no complications or injury to the pt due to this event. Post procedure, the pt's status is fine.